Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that they in a pool and the insulin pump was placed in a chair. They were not sure if it got hot since it was vibrating, so they changed the battery but the button error persisted. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 44mg/dl at the time of the incident. The customer stated that the insulin pump was sitting in a chair and may have gotten hot when asked if there was any significant event leading to the keypad issues. The could not verify if the clock on the insulin pump advanced when observed for one minute due to having removed the battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was treated with drinking sweet iced tea, which brought their blood glucose to 245mg/dl. The customer stated that they high blood glucose was treated with bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. However act, escape and up arrow button did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Time advanced properly. Pump received with severely scratched display window and cracked reservoir tube lip.